Manufacturer narrative:
S/w 2.8c pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that insulin pump got the broken piece and damaged at the top of reservoir. The blood glucose at the time of the incident was 187 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.